Event description:
It was reported that the pump kept restarting. There was no reported impact to the customer's blood glucose level. The pump was expected to be returned for examination, and a replacement pump was already sent to the customer.